Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is a duplicate report of 1818910-2015-16790. This report, 1818910-2015 -26055 is being rejected. Report 1818910-2015-16790 will be kept for investigational purposes.

Event description:
Pfs and medical records received. Patient was revised on (B)(6) 2015 for recurrent dislocations, instability, and synovitis.